Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709 lot# j11036r60, implanted: (B)(6) 2002, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain and failed back surgery syndrome. The drug, dose, and concentration were unknown. It was reported that at some point within the past year (from (B)(6) 2017) a CT myelogram was performed, and a granuloma was detected. The date of the CT myelogram was unknown. When the granuloma was detected, the patient had been experiencing leg weakness with daily activity. The patient had developed the granuloma approximately one year ago (from (B)(6) 2017). There were no environmental/external/patient factors that may have led or contributed to the issue. Although the type of medication, concentration, and dose at the time the granuloma was detected were unknown, the pump was delivering fentanyl 500 mcg/ml at 50 mcg/day and bupivacaine 10 mg/ml at 0.999 mg/day (as of (B)(6) 2017). The patient's pump was filled with saline, programmed to minimal flow rate, and the patient was placed on oral pain medication. The hcp implanted a new spinal segment of catheter on (B)(6) 2017 at a lower level of the spine. The patient¿s weight was unknown. The patient¿s medical history was unknown. The issue was resolved. The patient¿s status was alive ¿ no injury. There were no further complications reported or anticipated.